Event description:
It was reported that the patient presented in clinic for a loss of capture noted on their implantable cardioverter defibrillator (ICD). Programming changes were discussed, but no intervention was performed. The patient's status was unknown.